Event description:
Reporter indicated that during a patient's vns generator replacement surgery, the new 103 generator's eos status changed from 10 years remaining to 0 years. Systems diagnostics with the resident vns lead and new 103 generator were normal, with 1696 ohms. Monopolar cautery was used in the generator incision pocket after the new generator was attached to the resident lead, but the cautery tip did not touch the generator. Another generator was used to complete the implant surgery. The 103 generator has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.